Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported hardware error.

Event description:
Consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned device and review of the data log file confirmed the reported hardware error code failure.